Manufacturer narrative:
Results- received 6 customer samples. Draw testing of six customer returned samples to evaluate 24 hr stopper creep out was performed with no defects identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5309755. Conclusion - as this complaint is not confirmed for stopper creep out, a root cause was not identified.

Event description:
It was reported that the top will pop open of the 13x75 mm 3.5 ml bd vacutainer® plus plastic sst tube gold bd hemogard¿ during use. Blood/serum will leak from the top. No injury or medical intervention reported.